Event description:
Customer reported an x-ray error and alarm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the controller pcb. System operates as intended. This MDR is related to ge healthcare.